Manufacturer narrative:
(B)(4). Eval results and conclusions: (endoleak), (short and severely angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was reported the aortic neck was very short, 8 mm in length, and severely angulated. The stent grafts were implanted; however, the final angiogram revealed a proximal type I endoleak. The physician modeled the stent graft with a reliant balloon. The endoleak improved however, did not completely resolve. The physician elected to monitor the pt in 30 days and believes the endoleak will resolve without further intervention. No clinical sequelae were reported, and the pt is fine.